Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the ventilator alarmed due to pressure sensors failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
There were no signs of damage or contamination. This gds system was tested and no failures were identified. (B)(4).

Event description:
The customer reported the ventilator alarmed due to pressure sensors failure. The customer reported the device was not in use on patient.